Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The recommended programming changes were made and there were no more oversensing episodes. The patient was in a bad condition but not from the oversensing.